Event description:
A clinical director reported that during cataract extraction, there was continuous irrigation, and they experienced difficulty with the surgeon's settings. The system was exchanged and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative replaced the solenoid spacers as a preventive measure. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4) - (device operational issue). (B)(4).